Manufacturer narrative:
Additional information: see.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was indicated that the issue was not reproduced.

Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to medtronic for analysis. A medtronic representative provided an update stating that no issues have occurred since this reported instance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system had issues communicating with two different navigation systems intraoperatively. The site connected the imaging system to perform the first spin, which did not occur because the navigation system showed the imaging system as being disconnected. While connected, they restarted the imaging system and it allowed them to take the spin. Later the site tried to take a second navigated spin and it again showed ¿disconnected.¿ they brought in another navigation system but there was no change. Once again, they restarted the imaging system and this allowed them to take the second spin. There was a surgical delay of 10-15 minutes due to this issue, and there was no impact on patient outcome.